Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The console was tested using a gold foot pedal and a rotalink 1.75mm burr. Rotational speed, maximum turbine rotational speed, and turbine speed all met typical operational speeds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that no rpm display on the console. A rotablator rotational atherectomy system console was selected to treat the unspecified target lesion. It was reported that the rotablator console has no rpm display. There were no patient complications reported.

Event description:
It was reported that no rpm display on the console. A rotablator rotational atherectomy system console was selected to treat the unspecified target lesion. It was reported that the rotablator console has no rpm display. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).